Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and a high blood glucose event. The customer¿s blood glucose was 412 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer also reported a high blood glucose of 366 mg/dl and went up to 412 mg/dl. Customer treated with manual injection and declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. The infusion set, reservoir and sensor will not be returning.